Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photograph was performed with the naked eye. Visual inspection identified cracked main body on the provided photo. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body of a minicap transfer set was cracked. This event occurred during use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.